Event description:
The complainant reported a 63-year-old male patient in an acute myocardial infarction / cardiogenic shock (ami/cgs) was implanted with an impella cp device for mechanical circulatory support. During impella support, the patient had limb ischemia. Pulses were lost and the impella was weaned and removed. Post removal, there was a dissection noted to the right iliac. The physician felt that the dissection occurred during the implant and caused the ischemia.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Manufacturer narrative:
The investigation for the reported limb ischemia and vascular damage has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia and vascular damage could not be determined. Corrections to the initial MFR report: g1 MDR reporting contact email.